Event description:
New information received noted that a sensing issue was noted on the discrimination channel of the implantable cardioverter defibrillator (ICD).

Event description:
It was reported that a patient presented with under-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.